Event description:
After performing an endovenous laser procedure in the great saphenous vein, the physician noted that approc 2cm of the laser at the distal end was missing. At this time there are no known pt complications and it is unk whether or not the laser fiber tip broke off in the pt. This event is being reported as a possible device malfunction.